Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics assembly. No audio anomaly was noted. The functional testing could not be performed due to the blank display. The insulin pump was received with a cracked reservoir tube lip, cracked case near the display window corners, and minor scratches on the display window.

Event description:
The customer's mother reported via telephone call that the insulin pump had begun buzzing and alarming with a blank screen, the battery was changed, but the buzzing and blank display continued. The caller was unsure of the blood glucose reading. Condensation was visible under the display. The insulin pump may have been exposed to pool water. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.